Event description:
Customer reported on (B)(6) 2022 that their cue reader with sn (B)(6) was producing potential false positive results for every test. Tests performed on an alternate cue reader provide negative results. Customer tested with other tests including medical center and all results came back negative (brand/manufacturer and type of tests not provided). No further information provided including frequency, dates of testing, cartridge sns or lot numbers.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Trending of all complaints was performed as part of our complaint investigations and did not result in any trends identified. Additionally, due to the age of complaints and that most of the reported issues did not include essential information, such as cartridge lot number/serial number, user information, further investigation including product history review is not able to be performed. No further investigation was required for lots that were expired, and where no trends were identified.